Event description:
Customer reported experiencing a low blood glucose readings episode. Customer stated that she woke up with the paramedics around her and was taken to the hospital due to a seizure and blood glucose readings of 20 mg/dl. It was noted that the reservoir was showing more insulin than what is show on the status screen. Troubleshooting was performed and the drive support cap and all settings appeared to be normal. It was noted that there might have been fluid in the reservoir and infusion set as the customer reported feeling dampness when filling reservoir. No further information reported.

Manufacturer narrative:
(B)(4). Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.